Event description:
While removing contained specimen in specimen pouch, through the umbilicus, the specimen pouch ripped from the bottom. Dr. [Redacted] retrieved all contents of compromised pouch three other endo catch devices from same lot pulled from shelf.